Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Author information: benali, k., spittler, r., galand, v., behar, n., marquie, c., rigot, l. C., ploux, s., badenco, n., algalarrondo, v., garnier, f., maille, b., baudinaud, p., vlachos, k. G., sommer, p., & martins, r. P. (2024). Mp-470545-008 risk of electromagnetic interferences and inappropriate shocks during concomitant use of subcutaneous intracardiac cardioverter-defibrillator and heartmate iii assist device: a multicenter registry. Heart rhythm, 21(5), s68. Saint-etienne university hospital, saint-etienne, france; haut-lévèque university hospital, bordeaux, france. The reportable aware date is the date the sjm notifier completed reading the article and entered in the complaint database. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system and the reported events could not be conclusively established through this evaluation. The serial numbers or other identifying information of the products were not reported and were not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1, "introduction", lists adverse events that may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia. Section 6, "patient care and management", also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article ¿risk of electromagnetic interferences and inappropriate shocks during concomitant use of subcutaneous intracardiac cardioverter-defibrillator and heartmate 3 assist device: a multicenter registry¿ that heartmate 3 (hm3) may be associated with electromagnetic interference and arrythmia. There is a scarce amount of data or research pertaining to the safety of implanting both a heartmate 3 (hm3) and a subcutaneous implantable cardioverter-defibulators (s-ICD) on one patient. This study aimed to evaluate the potential risks and complications associated with implanting both devices. This study was conducted on patients from 13 international centers, the data was collected from 2017 to 2021, and on patients who had either implant or were scheduled for each implant. There were 16 patients selected for this study; the average age of the patients was 51±13 years of age. The patients were predominantly male, 12 out of 16 being male. 8 of the 16 patients had ischemic cardiomyopathy as a preexisting condition, and 15 of the 16 patients had an s-ICD implanted before scheduling a hm3 implant, but 2 patients had s-ICD explanted during hm3 implantation due to risk of electromagnetic interference (emi). Once the study concluded, 11 out of the 13 patients who had s-ICD implanted prior to hm3 had emi, and 5 had inappropriate electro-shock events. 1 patient had the s-ICD explanted 39 days after hm3 implantation due to several electro-shock failures. 82% of emi occurred on the primary and secondary vector, reprogramming to alternate vector was required. During a follow up 15±9 months post implantation, 3 patients had emi, 2 patients had 5 inappropriate s-ICD shocks. 2 out of 9 patients with reprogrammed vectors had emi without inappropriate shock. More evaluation is needed when implanting a patient with both a s-ICD and hm3, due to high risk of emi. An alternative vector program is required for s-ICD paired with hm3 to mitigate this risk.